Event description:
It was reported that the catheter tip was fractured. A 2.5mm x 12mm fg quantum maverick monorail catheter balloon was selected for use. Upon unpacking, outside patient, it was noted that the tip of the balloon catheter was fractured. There were no patient complications reported